Event description:
It was reported that the customer experienced a low blood glucose (bg) of 56-59 mg/dl. Cause was not known. Customer consumed three mango bars in attempt to address bg. Reportedly the customer was dizzy. Customers parent then provided juice to help address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.